Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the catheter tubing separated from the catheter adapter was confirmed from the photographs and physical sample that were provided for investigation. The photos showed a 20g insyte autoguard catheter adapter and its product packaging. No catheter tubing was extending from the distal end of the catheter adapter. Further analysis of the physical unit showed that the catheter was separated from the swage pin. Since the adapter exhibited evidence of use, it could not be determined if the root cause is manufacturing or use related. A review of manufacturing records was performed and there were no issues during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the catheter tubing separated from the catheter adapter was confirmed from a photograph that was provided for investigation. The photo showed a 20g insyte autoguard catheter adapter. No catheter tubing was extending from the distal end of the catheter adapter. The adapter exhibited evidence of use, which suggests that the separation likely occurred after insertion. It was reported that no leaks were identified during the administration of medication. Due to the sequence of events, the separation likely occurred during use; however, the root cause could not be determined without the physical sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autoguard catheter broke or separated from the hub. The following information was provided by the initial reporter, translated from spanish to english: elderly patient who is in the impatient service on his second day of hospital stay under dx of urinary tract infection with venous treatment, ceftriaxone 1gr c/12hr, diclofenac 75mg prn, patient who initially consulted on (B)(6) 2025 for abdominal pain in the epigastrium, associated with episodes of hemoptysis, headache of moderate intensity, tremor, secondary to ingestion of medication 30 sertraline, admitted on her own, alone, alert, oriented, algic, whiny, with generalized tremor, hydrated patient, mobile neck without adenopathies, symmetrical normo expandable thorax with agitation, soft depressible abdomen painful at epigastrium level, with symmetrical mobile extremities without edema, now patient is in the process of referral for psychiatric evaluation, which has not been answered by institutions of higher complexity nor has been regulated by the department of psychiatry, I hear a call from the patient who refers that ¿blood is coming out of the venipuncture site¿, the patient is in the process of referral for psychiatric evaluation, which has not been answered by institutions of higher complexity nor has been regulated by the department of psychiatry. The assistant performed an aseptic cleaning of the venipuncture site, removed the adhesive tape and observed that the embolus was coming out of the venocath without the lower part, checked and upon palpation found no foreign object, informed the physician on duty in the emergency department, and proceeded to fill out the adverse event form. The emergency department physician on duty reviews the patient and palpates and finds no foreign object, so he decides to initiate the referral process with dx of urinary tract infection (n390), adverse event of catheter in vein, intentional self-inflicted poisoning due to exposure (x600). Additional information received on 01/31/2025 the catheter was inserted in the back of the hand, which is a place of permanent folding and bending, covered and immobilized with tape (adhesive mesh tape), a strong, rigid, very adherent material. The patient's mental health condition may increase the risk of catheter exit or displacement, leading to catheter fixation with materials that increase the pressure and torque between the catheter cone and the body, which can be seen in the photograph when we see the remains of the adhesive tape on the catheter cone. The patient had another catheter for two days, it was removed due to pain, the patient had no agitation events, a new vein was cannulated in the dorsum of the hand and two hours after insertion she presented the event, she was referred one day after the event to the (B)(6) hospital in caucasia, we have no data yet of procedures that have been performed in that institution, the short time that the catheter was in the patient is striking, however there was no evidence of fluid leakage during the administration of the medication, which leads us to believe that it was intact at the time of insertion and the rupture occurred after the administration of the medication. With the above we conclude that the event is related to the bad use of the catheter, in the actions of selection of the insertion site, fixation of the catheter which leads to an increase of pressure between the cone and the catheter generating an expiration of the material and the fracture of the body. Additional information received on 02/04/2025. Confirm the lot and reference number of the reported product a: lot number is corrected as there was an error in the filling out of a digit when reporting. The correct lot corresponds to: 4046218. Was the broken catheter found inside the patient's body? If yes, could you confirm how the broken catheter was removed from the patient's body? A: the patient was referred to a more complex institution for surgical evaluation and pertinent studies, and a medical history was requested from the institution to which she was referred. What is the current status of the patient? A: female patient, 18 years old, history of anxiety, fulfilling hospital stay under diagnoses of suicide attempt, major depressive disorder, ssri intoxication in resolution. Which has accepted referral to mental hospital (B)(6) today. Reason for which it is decided to discharge by the internal medicine service. The patient and family members were explained the procedure to be followed, and they expressed their understanding and acceptance of it. Could you confirm the date of occurrence of the event? A: the event occurred on january 17, 2025. Was there a need for medical and/or surgical intervention due to the occurrence (imaging tests, surgery, drug administration, etc.)? (Detail) a: attached is a clinical history of care in a second level institution. Was there exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If yes, indicate whether the exposure was to the patient or the professional and what measures were taken. (Detail) a: blood exposure occurred on the part of the patient at the time of removal of the plastic catheter which was not found at the time of cannulation of the patient. Some blood came out of the puncture site.